Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted., corrected data: h.6. And h.10.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that two cassettes that were mixed with veletri caused constant no disposable alarms on the pump. No patient injury. No further details provided.